Manufacturer narrative:
A DHR review was performed and was found to be complete and accurate. Barrier production records were reviewed and no issues were noted. A qualitative comparison of the returned sample to an unused barrier sample of the same material indicated equivalent amount of tack (by feel). There were no dry spots observed. Scanning electron microscope was used and nothing remarkable or unexpected was noted. No evidence of lack of tack or adhesion could be confirmed on the returned samples.

Event description:
It was reported that the anchorfast endotracheal tube was applied to the patient on (B)(6) 2016. On (B)(6) 2016 the anchorfast device was found to be pulling away from the patient's face. The hydrocolloid cheek pads did not appear to be sticking. There was no extubation but the endotracheal tube needed to be advanced back into the patient. The anchorfast device was replaced each time. Hospital indicated that they typically use the device for 14 days and then replace. The endotracheal tube was removed from the patient on (B)(6) 2016.